Event description:
It was reported a novum syringe pump infused at a lower rate than what was programmed. During a fentanyl infusion the pump was noted to be ¿running at a much lower rate¿ (estimated rates not provided). The fentanyl was found dripping into the lockbox. The pump was a secondary pump to a novum large volume pump running propofol. Due to the lack of sedation, the patient became agitated and required ¿re-sedation¿. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.